Manufacturer narrative:
In trouble-shooting, the medtronic representative noted there were operating room lights, or camera placement, that potentially caused the reported issue. On 06/09/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. On 06/22/2016 software analysis was unable to determine probable cause with the information provided. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cervical fusion procedure, all the instruments verified but while navigating the instrument, tracking became intermittent. The medtronic representative used another probe and it was verified, however, the same issue occurred while navigating. The surgeon opted to continue and completed the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that they provided a hands on training for the site for approximately 2 hours. They covered many user related technique aspects including use of the camera, spheres and or lights. No further issues were reported.